Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's guardians have complaint about an incomplete electrode insertion which was confirmed by a routine skull x-ray test at the first fitting on (B)(6) 2010. Though the child's auditory performance developed well with the ci, the guardians have insisted on re-operation for a complete insertion. The only testing result, carried out during the first operation, seems to be ok. Problems of outer device and history of head trauma are excluded. The patient was re-implanted on (B)(6) 2011.